Event description:
During an l5-s1 alif case for degenerative disc disease, it was noted on final fluoroscopy imaging that one 6.0mm cancellous locking screw was proud at l5. The surgeon re-torqued and tightened the screw down. Another fluoro image showed the screw still slightly proud. Visual confirmation by the surgeon showed that half of the screw was locked into half the hole in the antegra plate. Surgeon felt comfortable with the position of the screw and did not want to compromise the integrity of the screw purchase in the vertebral body with repositioning. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.